Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found complete without any irregularities. The returned instrument investigation found that the jaws are aligned with each other and not mi-aligned as stated in the complaint. Further evaluation showed that the device functions properly. The alleged complaint could not be validated. The root cause is unknown. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: clipping by the applier was not be possible. The patient's condition was reported as fine.